Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of a bag of dianeal disconnecting and bacterial peritonitis with (B)(6) in a patient coincident with dianeal for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient began treatment with dianeal on that same date, the patient reported to the nurse that the bag of dianeal had disconnected from the homechoice set, however she "reconnected again the bag and completed the therapy". On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by abdominal pain and high fever (actual value not reported). On (B)(6) 2011, the patient was hospitalized for the event of bacterial peritonitis. On an unreported date, the patient began remedial therapy with vancomycin (dose, frequency and route not reported). On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the event of bacterial peritonitis with (B)(6) resolved. The outcome for the event of bag of dianeal disconnected was not reported. It was not reported whether dianeal unknown therapy was ongoing. The nurse did not provide an assessment of causality for the events of bag of dianeal disconnected and bacterial peritonitis with (B)(6).